Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After inspecting the instrument, the cse determined there was a leak at the water temperature control module (wtcm). Water had leaked onto the power connector to the exhaust fan. The cse replaced the wtcm and the internal uninterrupted power supply (ups). The cse replaced a blown fuse. The cse ran quick-check and quality control (qc), which passed. A siemens headquarters support center (hsc) specialist reviewed the service data which indicated that the smoke originated from an electrical short circuit caused by a leak which had dripped onto the fan power connection, shorting out the electrical wiring and blowing the fuse. The cause of the smoke emitted from the instrument was due a defective wtcm unit. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Smoke was emitted from a dimension vista 1500 instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.